Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed an 8mm longitudinal tear 4mm proximal from the tip of the device. There was blood and contrast in the inflation lumen and the loosely folded balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.